Event description:
It was reported that a controller fault alarm indicating internal battery end of life. The patient exchanged the controller at home uneventfully, and the previous backup controller became the primary controller. The ventricular assist device coordinator provided a new backup controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Nvestigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noticed during logfile review that the primary controller also exhibited a loss of power prior to the controller exchanged.

Manufacturer narrative:
A correction supplemental report is being submitted as the codes and ed were revised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power-up event with an associated motor start event logged on 14/feb/2026 at 08:07:30, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 49% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm file revealed one (1) controller fault alarm logged on (B)(6) 2026 at 13:53:09, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for less than two (2) years. Additionally, log files revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 13:55:19, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power-up event with an associated motor start event logged on 14/feb/2026 at 14:17:05. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on 25/mar/2024, indicating that the controller power up event likely occurred during the reported controller exchange. Additionally, review of the alarm file associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 14:17:10, indicating the controller was powered on without the driveline connected, likely during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the loss of power to the controller involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent di sconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not l imited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the controller power up involving (B)(6) can be attributed to the reported controller exchange. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered on without the driveline connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.